Manufacturer narrative:
(B)(4). Batch #: x95923. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned without apparent damage. In addition, 3 malformed and 2 conforming clips were returned inside a plastic bag, and the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed 3 conforming clips as expected. The jaws were examined for visual inspection and no anomalies were noted. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, a clip could not be fed into the properly when the handle was grasped. Two clips malformed, the left and right lengths were different. Sometimes the clip was fed into the jaw properly, but sometimes it did not when the clip was fed into the jaw after the issue occurred. The device was used on the gallbladder artery. Another device was used to complete the case. There were no adverse consequences to the patient.